Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The initial reporter was indicated to be the patient. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that immediately after the endometrial ablation procedure the patient experienced heavy bleeding. The patient reported that the heavy bleeding continued for 6 months post procedure and has been accompanied by severe pain. Patient indicated that they followed up with their general practitioner who noted the bleeding was normal. There was no indication of medical intervention necessary to prevent permanent impairment or serious injury. No additional information available at this time.